Manufacturer narrative:
The guide wire was received at csi for analysis, disengaged from the oad. Visual examination revealed the guide wire spring tip was fractured from the core shaft. There was dried, adhered biological material observed on the oad. The exact morphology was unknown, and there was no damage observed that would have contributed to the accumulation. Scanning electron microscopy analysis of the guide wire identified torsional and rotational marks on the fracture faces, and rotational marks on the proximal spring tip coils. Both were consistent with the oad spinning into the spring tip. When tested for functionality, the oad spun on all speeds as intended, with no abnormalities observed. At the conclusion of the device analysis, the report that the oad became stuck on the guide wire was not confirmed through analysis as the oad and guide wire were received disengaged. The root cause of the fractured guide wire was hypothesized to be user error, due to the spinning oad making contact with the spring tip. The instructions for use warns: do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(6). (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was operated on low speed for two treatment passes. As the oad was advanced to the lesion the viperwire guide wire moved proximal due to lack of support, and made contact with the oad. The guide wire and oad became stuck, and both were removed. Treatment was stopped and the patient condition was good. Device analysis identified the returned guide wire was fractured.